Manufacturer narrative:
The auto/manual switch was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during pre-use checkout, the auto/manual switch has been detected as defective. There was no reported patient involvement.